Manufacturer narrative:
Product event summary - the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There were three patient alerts for out of tolerance sub-threshold lead impedance between (B)(6) 2012. The weekly pacing impedance trend data shows a decrease for maximum and minimum atrial bipolar pacing impedance of 209 to 76 ohms minimum between (b)(6 2012 and (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Suspected insulation damage on the right atrial (ra) lead was reported due to decreasing impedance and p-waves. The lead was capped and replaced with a new ra lead. No patient complications have been reported as a result of this event. It was reported that during follow up a decrease in lead impedance and p wave was observed. Lead insulation damage was suspected. The lead was capped/abandoned, partially removed and replaced.